Event description:
Falsely depressed calcium results were obtained on a patient sample. It is unknown if the result was reported to the physician. The sample was re-run and a higher result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed calcium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium result was misalignment of the sample 1 probe/mixer. The siemens healthcare diagnostics technical service center representative performed alignment procedures on the sample probe. The instrument is performing within specifications. No further evaluation of the device is required.